Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l46998, implanted: (B)(6) 1997, product type: catheter. (B)(4).

Event description:
It was reported that the patient was found unconscious, and was taken to the hospital where she remained like that for 3 days. An overdose of oral medications was assumed. The pump was turned down to minimum flow rate to prevent continued overdose symptoms. The patient eventually regained consciousness on the fourth day. The patient did not know what happened. No diagnostic testing was required. The cause of the event was unknown. The patient was hospitalized for approximately 5 days, and recovered without permanent impairment. The pump was increased on (B)(6) 2015 to a hydromorphone (lead drug) dosing of 1.1mg/day, and she was no longer getting oral narcotics or xanax. All oral medications were, and continued, to be facility administered. The pump system was being used to infuse baclofen (compounded) and hydromorphone, bupivacaine, and clonidine.